Event description:
The customer reported to a baxter sales representative that a clearlink catheter extension set, product code 2n8378, lot number unk, had a chipped male luer housing. This condition occurred during set-up. The nurse attached the catheter and suddenly noticed it was leaking at the luer connection due to a chipped male luer housing. A chipped male luer housing was observed on an additional set. There was no pt involvement. The actual chipped sample is available. No additional info is available.

Manufacturer narrative:
(B) (4). One actual unit was returned to baxter and evaluated. The reported condition of "leak due to chipped male luer housing" was confirmed. During visual inspection, there was a scratch present in the upper edge. The sample did not pass pressure testing due to a chipped/cracked male luer housing.